Event description:
Customer reported they programmed the primary solution of ns to infuse over 1 hour, then programmed a secondary infusion to infuse 110 ml of d10w out of a 500 ml bag. When nurse returned, entire 500 ml bag had infused but the visual display showed that zero had been infused. Testing found the device to be infusing properly in secondary mode as well as primary mode and was able to duplicate the customer comments concerning the device not registering the secondary volume infused. This device is designed to show volume infused while in secondary mode, but the volume infused clears when secondary vtbi completes and devices switches to secondary mode. The device will infuse fluid from the bag with the highest head pressure regardless of whether it is in primary mode or secondary mode. If the secondary parameter is set at a value less than the volume of fluid in the secondary bag, such as described above, there will be fluid remaining in the secondary bag when the instrument changes over to the primary infusion. This residual fluid will then be infused at the primary rate.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.